Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: evidence of moisture corrosion was observed in the battery compartment. The pump was unable to power up and was completely unresponsive. Investigators were unable to adequately investigate the reported ¿cs078¿ complaint. The pump¿s cover was removed and further moisture corrosion was found to the power printed circuit board, to the continuous glucose monitor module, and to the motor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.